Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off label usage of the device. On (B)(6) 2025, the patient lost consciousness while she was asleep. She fell off her bed which resulted in a bruise on her head. The next thing the patient recalled was waking up in the hospital with no recollection of how she got there. She was taken to the emergency room and admitted to the intensive care unit (ICU) with a bg level of 900 mg/dl. She was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, blood thinners, and oxygen therapy. It was reported that the patient¿s tandem insulin pump was not displaying any cgm values, only ¿---¿, which the patient states is what led to her serious injury and hospitalization. Once the patient regained consciousness, she stated she felt ¿goofy¿. The patient was discharged after 2 days. Prior to discharge, the patient¿s medical team ensured the patient¿s insulin pump and cgm device were working properly. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.